Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6) adverse incident report (B)(6); submitted to (B)(6) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor repair about three years ago. According to the complainant, about two years ago, the patient had a mesh exposure in the bladder and a recurrent urinary tract infection with a stone formation. Reportedly, three procedures for excision of mesh and removal of stones have been performed. The patient's condition was reported to be ok between episodes of infection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted during a pelvic floor repair about three years ago. According to the complainant, about two years ago, the patient had a mesh exposure in the bladder and a recurrent urinary tract infection with a stone formation. Reportedly, three procedures for excision of mesh and removal of stones have been performed. The patient's condition was reported to be ok between episodes of infection.